Event description:
The complainant reported that an impella cp had decoupled waveforms and lower than expected flows. Transvenous pacer wires were placed, but the patient continued to have decreased flows and left ventricle tracing. The impella rp flex was placed without complication. Inotropes were considered to be started for pulmonary artery pressures and reduced pulse volume recording. A left ventricle signal message to adjust was noted and the customer support center was contacted for assistance. Assistance was provided and all questions were answered. The impella cp position was deep and was repositioned. Some suction occurred when coughing that self-resolved. Intermittently pacing with external pacemaker and receiving blood transfusions with hemodynamic improvement were done. The patient was escalated to the impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed and no product was returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: clinical reported decoupling waveforms and low flows at case start. It was also stated in clinical details that the patient had biventricular failure, leading to the placement of an rp flex for bipella support. Once the rp flex was placed, flows reportedly improved significantly. The product was not returned for investigation and data logs were not provided. Without sufficient product or data, it cannot be confirmed if low flow occurred or make conclusions about what cause it. The root cause of the low pump flow could not be determined due to lack of data or product returned. Device history review was completed and passed all post sterile inspection criteria.